Event description:
The patient had surgery for hammer toe on the 21st (B)(6) 2023) and swelling never went down, was told it can take 6 months to a year to completely recover from the surgery. Was able to move toe side to side-which shouldn't happen when you have a toe fusion. Went in for an x-ray (B)(6) 2023) and discovered the screw was broken. Patient is looking at having a revision on (B)(6) 2023 and doctor is looking at plates and screws to address this issue or a partial amputation. Patient has been experiencing pain-which increases if he walks on it for long distances as well as pain at the implantation site of the nail . Patient reports being compliant to mobility instructions and wasn't weight bearing until he got cleared by the surgeon to do so.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device is still implanted in patient body.